Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary (B)(4). A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/ deployment. In this case, the patient¿s moderately calcified native leaflets and calcified stj likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During deployment of a 23mm sapien 3 valve in the aortic position, the balloon ruptured at end of valve deployment. The valve was fully deployed. The devices were able to be withdrawn from the patient. Upon inspection, the balloon ruptured in a linear fashion. The patient had a calcified stj measuring 23mm. The patient¿s native annulus measures 441mm2. The native annulus had trace amounts of calcification and the native leaflets were moderately calcified.